Manufacturer narrative:
The user-reported over infusion issue was not confirmed. The device was found to have a flow rate accuracy of -3.95%, which was within the +/-5% specification. The device was found to have a wireless connection issue, which was not related to the reported over infusion issue. The device was tested and met all specifications on (B)(6) 2017.

Event description:
This is a follow-up for the initially filed MDR (3006575795-2017-00316).

Manufacturer narrative:
The manufacturer is still waiting for the arrival of the device.

Event description:
The user reported an over infusion issue with the device on (B)(6) 2017. Zyno medical's customer service representative followed up with the reporter on (B)(6) 2017 and obtained more information regarding the event. The device was over infusing during patient usage. No patient injury or harm occurred for this case. The date of event and the parameters of the infusion are unknown.